Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter in tube and erroneous results. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: tubes were used without recognition of the black gel. Potassium levels where high on these patients, there for the samples where investigated more thoroughly and the blackness of gel and outside where found. Black substance seems to be on the outside of tubes and may be scraped off.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. However, the indicated failure mode for erroneous results was not observed. Evaluation of the attached photograph shows that ink stains were attached to the lower part of tubes in a band shape. 100 retained samples were visually checked and no defects were found. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for foreign matter and erroneous results was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure modes, black foreign matter and erroneous potassium results because the defects were not evident in the testing of the control and the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter based on photos only. This complaint has not been confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter in tube and erroneous results. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: tubes were used without recognition of the black gel. Potassium levels where high on these patients, there for the samples where investigated more thoroughly and the blackness of gel and outside where found. Black substance seems to be on the outside of tubes and may be scraped off.